Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer stated that they do not use the sensor feature on the insulin pump and that they were unable to rewind the device. Customer's blood glucose reading at the time of the call was 94 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.